Event description:
The cna was transferring a resident who flexed her leg out, causing the resident to allegedly flip over the top of the sling onto her head, causing a hematoma and bleeding in the brain.

Manufacturer narrative:
Information received that a patient fell during a transfer with the lift. No allegation of defect with product. Additionally, information suggests facility is not using invacare chains with the lift and slings. Consumer affairs has advised the facility that only invacare products should be used together. Current user guide covers proper transfer methods and use. Manufacturer has offered an in service for the facility and facility has declined.